Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address acetabular loosening. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (left side). Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. Revision operative report indicates the following: aseptic loosening of the acetabulum; thickened, fibrotic capsule; pain; significant elevation of metallic ions; fibrinous tissue; metallic debris and staining of the capsular tissues; large fibrinous layer between the bone and where the acetabular shell was previous sitting. Femoral head added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.